Event description:
The user facility reported that the surgical table unlocked while a patient was on the table. The user facility personnel relocked the table using the hand control and the procedure was completed successfully. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the table and adjusted the screw that activates the microswitches. The technician further adjusted the block at the end of the solenoid to travel further past vertical at the floor lock linkage.